Event description:
Device malfunction: stent partially deployed. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that the physician placed an rx accunet distal to the target lesion in the left internal carotid artery successfully. The stent delivery system was then advanced to the target lesion. The locking mechanism was unlocked and the handle was retracted to deploy the stent, but the stent only deployed 5cm from the sheath. The physician was able to remove the partially deployed stent through the guiding sheath. The device was discarded and replaced with another rx acculink, which was uneventfully implanted. There were no pt effects throughout the procedure. No add'l info is available.